Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported during support there were suction events, echocardiography was performed to verify impella position but the medical team was unsure of measurements of the impella in the ventricle. The medical team was advised to confirm placement of impella with a additional echocardiography. Prior to repeating the echocardiography, the impella alarmed for impella in aorta. The medical team moved patient to operating room and explanted the impella due to positioning issues.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.